Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior neurospecialist reported on behalf of the customer that on (B)(6) 2019, the surgeon placed the a3059 mayfield composite series skull clamp on the patient with the pins in. When the surgeon and staff turned the patient, it was reported that ¿something on the skull clamp slipped" and the patient¿s head slipped while in pins causing a significant gash on the side of the head. The surgeon placed staples at the scalp to close it up and reduce the bleeding. They continued to use the skull clamp in the case without further incident or delay. The senior neurospecialist inspected the skull clamp and he did not see any damage to the ratchet teeth on the I-beam or see any indication of slippage in the two-pin arm. Additional information received on (B)(6) 2019 stating that the device was used during a craniotomy procedure for tumor removal. The male patient had an inch long laceration and the skull pins used were reusable.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history record reviewed for product with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A failure analysis and determination of root cause is not possible due to product has not been returned. The reported complaint is unconfirmed.